Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003. This device was subsequently explanted and replaced. This device has not been returned. No additional adverse patient effects were reported.